Event description:
Literature was reviewed regarding the long-term impact of mild paravalvular regurgitation (pvr) after transcatheter aortic valve replacement (tavr). The study population consisted of 5,068 patients who underwent tavr with either a medtronic valve type (corevalve / evolut r / evolut pro, n = 1,252) or a non-medtronic valve type (sapien, n = 3,816). Among all study patients, the following adverse outcomes occurred: ischemic stroke; vascular complications; bleeding (major or life-threatening); pvr (mild to severe); elevated mean gradient; permanent pacemaker implantation; stage 1 bioprosthetic valve failure (bvf, mild dysfunction with symptoms); stage 2 bvf (requiring intervention); and rehospitalization. Additionally, varying percentages of all-cause, cardiovascular, and valve-related or endocarditis-related (stage 3 bvf) deaths were recorded during the nine-year follow-up. The authors ultimately found that mild pvr following tavr was associated with a significantly increased risk of bvf and all-cause mortality.

Manufacturer narrative:
Citation: watanabe y, yamamoto m, hioki h, et al. Long-term impact of mild paravalvular regurgitation after transcatheter aortic valve replacement: the ocean-tavi registry. Jacc cardiovasc interv. 2026;19(1):63-75. Doi:10.1016/j.jcin.2025.09.004 earliest date of publication used for date of event and date of death. Earliest approved corevalve/evolut product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.